Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Analysis tested minilink transmitter and blood glucose meter communicated properly to the insulin pump. The insulin pump passed idle current test, run current test, self test, displacement test and rewind. Analysis was unable to perform off no power test, unexpected restart error test, occlusion test, no delivery test due to prime anomaly. Analysis was unable to verify if the test reservoir volume matches the insulin pump remaining in the status screen due to prime anomaly. No moisture damage on electronics and motor noted during testing. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 133 mg/dl at the time of call. The customer stated that the insulin was squirting out during manual prime process. The customer stated that there was no gap between the piston and reservoir. The customer stated that the drive support cap appeared normal. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.